Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device had a power on reset (por). The device was reset and software was reinstalled. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed a power on reset. A critical ram parity error was recorded on 2013-(B)(6). A parity error is considered low severity and the device should be able to recover after reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.